Event description:
Approximately one month post hvad implantation, the site reported that the patient had experienced a power source change in the controller earlier than expected. The batteries and controller were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power three days post the event date.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00477 and 00898) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed. Analysis of the battery (B)(4) revealed that the devices failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Analysis of the batteries (B)(4) revealed that there is a computation error with the u2 chip ((B)(4)) flash drive data and the calculation of max error and cycle count. As a result the battery is not performing as required. Log file review confirms the critical battery alarms are associated with a communication anomaly between the controller and battery, which is related with failure of u2 chip. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and batteries. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is report one of seven reports (3007042319-2014-00477, 00898 and 3007042319-2015-01323, 01354, 01355, 01356) submitted for devices related to the same event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.